Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. Review of the logfiles for the day of treatment shows no relevant error or warning that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any problems. All treatments on that day were finished successfully. The logfile shows the user performed energy checks within recommend time range and the energy was stable during treatments. No relevant deviation between planed and performed energy is detectable. The treatment report shows normal figures, although the energy and spacing settings for the side cut are slightly off the recommendations (energy higher - spacing smaller). This results in an increased fluence rate (energy per area) for the side cut. No conclusion can be drawn which might have led to the reported sticky flap. However, the described diffuse lamellar keratitis (dlk) seems to be a result of the trauma caused by the difficulties when lifting the flap (temporal side), possibly favored by the increased fluence. The epithelial defect/ingrowth is also a result of the difficulties when lifting the flap (mechanical impact) and cannot be linked to the laser system. Based on the provided information, an influence of the laser system can be excluded to the greatest possible extent. A root cause has not been identified conclusively as the system was operating within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported diffuse lamellar keratitis (dlk) in a patient's left eye same day after lasik procedure. Epithelial defects were also noted. Sticky edge on flap was noted. Surgeon refloated the flap due to epithelium under the flap. Upon follow up, symptoms are reported resolved. Patient is using artificial tears. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.